Event description:
The customer reported that their device would not power on. The customer also stated that the lid and the on/off button on there device was broken, but it could not be confirmed if there was any physical damage to the device causing it to no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to retire their device from service and not seek any service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.